Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: according to the information received, ¿it was reported that on jan 19, 2024, the patient underwent the surgery via tka for the knee joint. During the surgery, the cement in question was opened to use, but cement powder was leaking from the syringe. Therefore, the cement in question was not used and another cement was opened and used. The cement in question was in the distributor's inventory, and no deformation was observed in the appearance of the box¿. The product returned to depuy synthes for evaluation. Photos of the complaint unit were forwarded to the manufacturing site for further investigation. Visual analysis of the returned sample revealed that the cap of the syringe barrel was misaligned, causing the bone cement powder to leak. No other defects were observed. It is worth mentioning that the original packaging of the device was not returned for evaluation; only the barrel pre-packed with cement and the other mixing components, covered with cement, were returned. The observed condition of the cap, has been addressed through depuy synthes quality system. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vmp endurance 80g would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [3172080 / 4075866] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. Corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product code - 3172080 , lot number - 4075866 , and no non-conformances / manufacturing irregularities were identified. Manufacturing date: 2023-02-15, expiry date: 2025-01-31, quantity: (B)(4). There were zero nonconformances on this lot. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation was performed for the finished device product code - 3172080 , lot number - 4075866 , and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via tka for the knee joint. During the surgery, the cement in question was opened to use, but cement powder was leaking from the syringe. Therefore, the cement was not used and another cement was opened and used. The cement was in the distributor's inventory, and no deformation was observed in the appearance of the box. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.